Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g2; g3; g6; h1; h2; h10. G2: literature - citation: wright, b.h., hadley, m.l., harmer, j.r., et al. (2024). No revisions attributable to wear of highly cross-linked polyethylene liners: a long-term follow up study. Journal of arthroplasty, 39 (9), s347-s352. Https://doi.org/10.1016/j.arth.2024.06.042. H1: the previous report submission inadvertently had the summary report box checked. This supplemental report is being submitted to note this field should be marked as unchecked instead. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in the journal article that the purpose of the long term follow up study was to evaluate implant survivorship, liner wear rates, and clinical outcome. The study reviewed 690 patients who had a total hip arthroplasty, 644 patients with the hxlpe (highly cross-linked polyethylene liners) and a 28 mm femoral head. A posterolateral approach was used in 448 patients, anterolateral approach in 232 patients, and extended trochanteric approach in 10 patients. The indication for revision/surgery was djd (554), osteonecrosis (61), oa (26), inflammatory arthritis (24), hip dysplasia (8), prior girdlestone (8), femoral neck fracture (5), prior hip arthrodesis (2), and oncologic indications (2). The study population had a mean age of 56 years at time of surgery (range 18-87); (361 males and 329 females). Follow-up was conducted with a mean length for 16 years (range, 2-22.5). The study reported 20 patients received a total hip arthroplasty on unknown date. It was reported all patients had an unknown wound complication. No further information was provided.

Manufacturer narrative:
(B)(4). D10: unknown liner unknown. Unknown cup unknown. Unknown stem unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Product has not been returned. No product evaluation was able to be completed. Devices are used for treatment. Reported event is not related to device therefore, a compatibility review is not applicable. No further actions will be initiated as a result of reported event. Root cause of the reported event is not device related. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Wright, b.h., hadley, m.l., harmer, j.r., et al. (2024). No revisions attributable to wear of highly cross-linked polyethylene liners: a long-term follow up study. Journal of arthroplasty, 39 (9), s347-s352. Https://doi.org/10.1016/j.arth.2024.06.042.